Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Product information required to review the device history records was not provided. The investigation was limited to the information provided. The investigation could not verify or draw any conclusions about the reported polyethylene wear; however, polyethylene wear after eighteen years implantation should not be unexpected. Based on the investigation findings, the need for corrective action is not indicated. In addition, the product code is a discontinued item. Should add'l info be rec'd, the investigation will be reopened. Depuy considers the investigation closed.

Event description:
Pt revised because of polyethylene wear.